Manufacturer narrative:
Additional information : this event occurred during the unspecified date of march 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least four (4) clearlink continu-flo solution sets would not prime or allow IV fluid to flow through. This was noted prior to patient use. There was no patient involvement. No additional information is available.